Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Unable to prime during prime test due to faulty sensor resistor. Pump passed rewind, basic occlusion and displacement test. Pump passed error test, passed all operating currents tested with in the spec range, and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing segments due to bleeding lcd glass noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 746 mg/dl at the time of the incident. The customer treated their blood glucose with seven units of insulin. The customer stated that the insulin pump does not vibrate when they press the act button to turn the vibrate feature on. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.